Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformance. However, a conclusive root cause of the event could not be determined. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-00523 / 01427).

Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2014. Patient underwent right partial knee arthroplasty on (B)(6) 2014. Subsequently, patient underwent a left revision on (B)(6) 2016 due to tibial collapse. No further information has been provided.